Event description:
The pump was returned to animas and was investigated by product analysis on (B)(4) 2013. Investigation found that the display screen was faded and discolored. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to be cracked and the battery cap was found to be stripped. The returned battery cap was unable to maintain power to the pump. A test battery cap was inserted and the pump powered on; the test cap was able to secure until the yellow o-ring was no longer visible but was not able to secure further due to the battery compartment crack. The pump was exercised for 24 hours without power issues occurring. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.